Event description:
The patient underwent a dair procedure of a femoral plating where the plate was coated in stimulant on the (B)(6). In total 80cc were used. The surgeon was reminded to check the calcium levels of the patient on the (B)(6). On the (B)(6) a message was received to say that the patient did experience raised calcium levels and they had to remove the stimulant in a separate procedure and the patient is now doing well.

Event description:
The patient underwent a dair procedure of a femoral plating where the plate was coated in stimulan on the 12th march. In total 80cc were used. The surgeon was reminded to check the calcium levels of the patient on the 13th march. On the 24th march a message was received to say that the patient did experience raised calcium levels and they had to remove the stimulan in a separate procedure and the patient is now doing well. Due to the lack of provided information, a bmr review cannot be conducted. Hypercalcemia is referenced in the IFU provided as a possible adverse effect. It has been confirmed that 80c of stimulan rapid cure (20cc x 4) was used during the surgery which is four times our highest product size therefore the risk of hypercalcemia will have been compounded. A true root cause cannot be identified for this event due to the lack of information regarding the product used and also the patient details prior to and following surgery.